Manufacturer narrative:
The plate was not returned. However, a photo of an x-ray was provided and used to evaluate the device. There were no device malfunctions detected but there were indications of non-union at c6-7. No conclusions regarding the cause can be determined with the limited information available.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00107, and 3012447612-2018-00120 thru 3012447612-2018-00122.

Event description:
It was reported that there was a failed fusion at c6-7 and an artifact was seen via x-ray which could be device-related. There is not a revision surgery planned at this time. This is report one of five for this event.